Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger; product ID: 37754, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain and failed back surgery syndrome. It was reported that the patient had difficulty charging. They were seeing a squiggly line with the plus and the implant and sometimes the coupling boxes. The caller stated that it was coming off and on the recharger. The patient also stated that the implant was dead and the desktop charger was bent, but it would still charge the recharger. The recharger would not pair with the implant, and they had tried resetting it. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported.